Event description:
The account alleged that the foot section is dropping.

Manufacturer narrative:
The tech investigated and found the foot hi/low and foot section up and down functions drifting. The tech replaced the foot hi/low and foot section valves to repair the bed.